Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. There was no documentation for this type of defect during the entire production run of this batch.

Event description:
It was reported that during use of the bd ¿ pre-filled normal saline syringe was leaking out of the distal "plunger" end of the syringe. The following information was provided by the initial reporter: material no. 306559, batch. 8261703. "Nurse went to flush a peripheral IV line, and found that the posiflush saline syringe was leaking out of the distal "plunger" end of the syringe. *this leaking could result in additional staff exposure to hazardous drugs. This event was originally reported on (B)(6) 2019, and was reported a second time on (B)(6) 2019. Lot # 8261703. What was the original intended procedure? Flushing of IV. Device malfunction - that is, the device did not do what it was supposed to do;."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ¿ pre-filled normal saline syringe was leaking out of the distal "plunger" end of the syringe. The following information was provided by the initial reporter: material no. 306559, batch. 8261703. "Nurse went to flush a peripheral IV line, and found that the posiflush saline syringe was leaking out of the distal "plunger" end of the syringe. *this leaking could result in additional staff exposure to hazardous drugs. This event was originally reported on (B)(6) 2019, and was reported a second time on (B)(6) 2019. Lot # 8261703. What was the original intended procedure? Flushing of IV. Device malfunction - that is, the device did not do what it was supposed to do."